Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces. Visual inspection of the lead found an external abrasion breaching the outer insulation exposing the outer coil in the distal region of the lead caused by friction to another device or features of the heart. All other damages were sustained during the procedure.

Event description:
This report is to advise of an event observed during analysis.